Manufacturer narrative:
A ge representative evaluated the system and repaired some cables. The system operates as intended.

Event description:
The customer reported the system intermittently would not produce images. No patient injury was reported.